Event description:
Philips received a complaint on the dfm100 device indicating that the therapy test failed. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the therapy assembly, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy assembly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the therapy assembly to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The therapy printed circuit assembly (pca) was delivered to the failure analysis lab for the technical evaluation/repair by the failure analysis engineer. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The pca under test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within spec. The pca passed all tests during op check and general testing. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed.